Event description:
It was reported by the customer that their insulin pump was alarming low reservoir. Customer stated they had toe surgery performed and were remiss on how to prime the device. Blood glucose level was 181 mg/dl at time of reporting and had not been released from the hospital. The customer was assisted with instructions on performing a safe rewind/prime. Hospital nurse intervened and stated device was continuously alarming. Assisted hospital nurse with clearing alarm and resolving the issue in the future. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).